Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). A sample from the patient was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys total psa and elecsys free psa on a cobas 8000 e 602 module. The free psa value was higher than the total psa value. This medwatch will apply to the free psa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the total psa assay. No questionable results were reported outside of the laboratory. The results did not agree with the patient's clinical diagnosis. The free psa result was 15.8 ng/ml and the total psa result was 6.02 ng/ml.

Manufacturer narrative:
Calibration and controls were acceptable. The patient's sample was investigated and the results obtained by the customer could be reproduced. Dilution experiments performed with the patient's sample determined that it contains and interfering factor against a component of the total psa assay. The interference may come from either a total psa auto-antibody or a total psa isoform. Per product labeling for total psa: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. It is known that in rare cases psa isoforms do exist which may be measured differently by different psa tests. Findings of this kind have occasionally been reported for psa tests from various manufacturers." The investigation did not identify a product issue.